Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). The rep stated that the patient went to their healthcare professional (hcp) on friday with a possible infection. They were given two antibiotics. Removal was not suggested. The patient has a follow up appointment with the hcp next week. The cause of the infection remains unknown. The incision was evaluated by the hcp. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.